Event description:
It was reported that during use of the catheter pscc100 pulseselect for a cardiac ablation procedure, there were catheter steering and deflection issues, and the locking mechanism of the handle was malfunctioning. The patient was under general anesthesia and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012726953 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to the kinked spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.